Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited high defibrillation impedance and varying sensing amplitude. It was suspected that the lead was dislodged. No intervention was performed. There were no patient consequences.